Event description:
Clinical information: crd_1032 - sh device registry, patient site ID: (B)(6). It was reported that on 29mm epic plus mitral valve was successfully implanted in a patient. Post-procedure, it was noted that the patient developed cardiac tamponade. Prior to the tamponade, a progressive pericardial effusion was observed, which led to hemodynamic deterioration. The decision was made to performed surgical intervention for active bleeding from the superior vena cava. During the first postoperative hours, the patient¿s international normalized ratio (inr) was 1.32, and at discharge, it was 0.98. Information on activated clotting time (act) levels was unavailable, and heparin was not administered due to the severity of the bleeding. A blood transfusion was required: a platelet pool was transfused during the initial surgery based on thromboelastogram guidance, followed by another platelet pool and two red blood cell concentrates due to heavy bleeding, and an additional red blood cell concentrate during reoperation. Cardiac tamponade was caused by active bleeding from the superior vena cava (svc) cannulation. The implanting physician believes the bleeding originated from a previous cannulation site in the svc. During surgery, low preload likely masked small suture defects, which may have contributed to bleeding under different postoperative hemodynamic conditions. The patient progressed favorably and was discharged on the 10th postoperative day. No other clinical signs or symptoms were observed during or after the event. There were no allegations of malfunction against the abbott device or procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pericardial effusion, cardiac tamponade, active bleeding from the superior vena cava, and hospitalization was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported bleeding, pericardial effusion, and cardiac tamponade could not be conclusively determined. The reported hospitalization, surgical procedure, and unexpected medical intervention were due to case-specific circumstances, as the patient was hospitalized, received a blood transfusion, and underwent surgery to address bleeding at the superior vena cava. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.